Manufacturer narrative:
During inspection and testing, the reported issue (leakage from control section) was confirmed. In addition to peeled adhesive, service found the bending angle was out of specification due to wear of the angulation wire, the screw inside the control section was loose, the forceps elevator movement was heavy, the adhesive on the bending section was cracked, the forceps plug cap was scraped off, and there was water coverage on the electrical connector. Scratches were observed on the insertion tube, the control section, the forceps elevator, the tip cover, the switch box, the control section cover, the up/down knob, the up down angle fixing lever, the right/left knob, the right left angle fixing knob, the tip body, the grip, the universal cord, the protector of the universal cord on the control section side, the scope connector side of the universal cord, and the scope connector due to external factors. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device exhibited a leakage from the control section. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the adhesive part of the lighting lens was peeled off. This report is being submitted for the malfunction found during device evaluation (adhesive peeling off). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling caused the defect. Olympus will continue to monitor field performance for this device.